Event description:
It was reported that a patient implanted with an impella cp lost distal pulses. The impella cp was explanted and replaced with an impella 5.5. Distal pulses were restored. The complainant reported that a patient underwent single vessel coronary artery bypass graft surgery and right coronary artery feeding the left anterior descending artery. The plan was to rest and recover the heart as the patient tolerated surgery well. Upon exiting the operating room the patient had cardiac arrest. Cardiopulmonary resuscitation was performed and the patient was defibrillated multiple times. The decision was made to place an impella cp. Due to significant calcific disease there was no flow found down the impella access leg. The patient was taken to the catheterization lab for placement of a pulmonary artery catheter and external femoral to femoral bypass due to the limb ischemia. On day two of impella cp support distal pulses were not detected and a decision was made to escalate the patient to an impella 5.5. The impella cp was successfully removed surgically and distal pulses returned. Upon impella cp explant, the patient began decompensating. The patient continued to decompensate after the impella 5.5 was implanted and the patient was placed on support. The patient was then additionally cannulated for veno-arterial extracorporeal membrane oxygenation. It was further reported that the patient expired while on impella 5.5 support, 8 days after the impella cp was explanted.

Manufacturer narrative:
The relationship between the impella and cause of death is unknown. Based on the information available the impella cp cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The customer's product was not returned for investigation. The device passed all post sterile inspection checks.